Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. The indication for use was not reported. It was reported the patient presented with a 10 minute alarm. Pump interrogation indicated a motor stall had occurred with no recovery. The patient was monitored for underdose, and the pump was replaced. The patient responded well and went home the next day. The issue was resolved. The patient's status was alive - no injury. The pump would be returned to the device manufacturer. There were no known environmental, external or patient factors that might have led or contributed to the event. The pump was not from trunk stock. Information regarding the pump implant date was unavailable. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was brought into the emergency room (ER) for symptoms of increased spasticity and because the care provider heard an alarm every 10 minutes. The pump logs were checked, and pump stall occurred at 12:05 that morning. The patient was hospitalized. The old pump was removed later that evening and a new pump was inserted. The patient did get symptom relief once the new pump was working.